Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 and gravida. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced mood altered ("moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder disorders") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (26oct2016 (bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, mood altered, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, mood altered, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2006, hysterosalpingogram (hsg). Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Historical condition, lab data were added. Events moody, apareunia, bladder disorders, urinary tract disorder, migraines, headaches, dysmenorrhea, dyspareunia and weight gain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.